Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and confirmed that the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The surgical task being performed was grasping tissue. The surgeon believes the instrument breakage occurred maybe due to the quality. The instrument was in use for about half an hour. The surgeon did notice issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragments did not fall inside the patient during an instrument tip / accessory collision. The instrument was removed during the procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. All the fragments were removed and visually confirmed. There was no additional surgical procedure required to remove the fragment. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was robotically completed. No patient injury or harm. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No media available for review. The harmonic ace instrument had a dislodged clamp arm at the distal end. The clamp was dislodged from its normal position and could no longer open and close properly. Isi received the harmonic ace instrument for failure analysis evaluation. The harmonic ace instrument was found to have a broken clamp arm at the distal end. The clamp arm was broken from its normal position and could no longer open and close properly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the blade of the harmonic ace instrument suddenly broke. A fragment fell inside the patient's anatomy and was retrieved. The procedure was completed.